Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the poor motor response was uncertain. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-33, lot# v064504, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 30-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep indicated the ins was going to be replaced due to normal battery depletion. During intra-op testing, the patient wasn't getting good motor responses with their lead so they replaced that as well. No device issue was reported and no further patient complications have been reported as a result of this event.